Event description:
It was reported that while using the bd q-syte ¿ extension set 15 cm there was leakage at the luer connection this happened on two occurrences. There was no report of patient impact. The following information was provided by the clinician. "The head nurse of the pediatric department of the hospital reported that on (B)(6), 2022, when the nurses in the department were performing the indwelling needle connection infusion operation, they found that the connection of the extension tube of the needleless infusion connector was leaking blood and fluid, which led to the need for replacement and even occupational exposure. Expressed very dissatisfaction, and customers also reported that they hoped that this problem would not occur again."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the two videos submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the videos. The videos show the sample leaking during use. The leakage is resulting from cracks on the female connector of the sample. The most probable root cause could be excessive force applied to the connector after use with a lubrication agent or high ph value infusion. Using such materials with the product can cause internal stresses to release and result in cracking at the connector when excessive force is applied. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A device history record review showed no non-conformance's associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.